Event description:
A baclofen overdose post-replacement was reported. The patient had a routine pump replacement. The catheter was aspirated without difficulty. The pump was refilled without difficulty. A priming bolus was performed as indicated and pump was restarted per the physician¿s orders. Postoperatively, the patient would not arouse after the discontinuation of anesthesia. The patient¿s respirations, oxygenation, and heart rate dropped for an extended period of time. Further symptoms were reported and included somnolence, altered mental status, decreased respiratory rate, decreased oxygen saturation, and decreased heart rate. Mechanical ventilation was not required. The pump dose was reduced to minimum rate mode. Two hours later the patient was aroused without difficulty. The pump was restarted by the doctor at 200 mcg/day. The patient¿s status at the time of the report was alive with no injury. The medication infused was lioresal. Information was received from a representative on (B)(4) 2014 indicating that the patient was discharged from the hospital on saturday and was doing fine. They noted that the daily dose was decreased shortly before surgery from 480 to 400 mcg/day to avoid the patient needing a refill prior to the surgery. The dose was ordered to be increased back up to 480 mcg/day post-operatively. After they were discharged they remained at a dose of 200 mcg/day. This was 50% less than the dose with which they arrived at the hospital. The patient continued to do fine with no adverse events at this time. They were receiving adequate therapy at this time.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.